Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose levels and that the reservoir experienced a needle anomaly. The customer stated that there was a pinch in the reservoir tip, which prevented successful insulin delivery. He stated that the reservoir's tip of the needle was damaged, and only one out of three in a box were good. The customer's blood glucose was about 800 mg/dl. The customer stated that the reservoir's needle bent when it was inserted inside the insulin via. He reported 4 of 10 that were bent. The customer was advised to replace the reservoirs.